Event description:
Customer's cousin reported the advantage system gave a blood glucose result of 323 mg/dl at a time when she was symptomatic of hypoglycemia. Customer was not treated based on the advantage result; cousin called emt's. Emt meter result 15 minutes later was 41 mg/dl, customer treated with IV, transported her to hospital. Customer was using expired strips, which is against manufacturer's labelling. A request was made for the return of the system and a replacement was sent.